Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported event. The stent graft was found to be partially released a few millimeters and the outer sheath was found to be perforated by a stent graft strut. The evaluation of the sample revealed that the stent graft could not be deployed due to the stent graft strut perforating the distal outer sheath of the delivery system. Potential factors which may have contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The event may be associated with difficult anatomic conditions or a challenging stent placement site leading to increased friction and subsequent damage to the outer sheath. Also not using an introducer sheath or the usage of an inappropriately sized guide wire may contribute to a damage of the delivery system tip and subsequent perforation. Reportedly, no introducer sheath was used during the procedure and the size of the guide wire used has not been reported. Insufficient flushing of the device may be another contributing factor to increased friction and subsequent device damage. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device of the same size." Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." The IFU indicates that the device must be flushed with sterile saline and that a 0.035" (0.89 mm) guide wire and an introducer sheath with appropriate inner diameter are required for the procedure. Furthermore, the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that during a sheathless stenting procedure of the basilic vein, the endovascular stent graft could not be deployed after the delivery system was being advanced to the target lesion without issues. Another endovascular stent graft was deployed to complete the procedure successfully. There was no reported patient injury.